Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "doctor performed a tibio-talar joint fusion with use of an anterolateral standard plate and an independent 6.5 cannulated screw. Her feedback is mainly positive; however, a drill bit (705025) and an olive wire broke."